Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) was not creating proper coaptation of the urethra. A revision procedure was performed and a smaller cuff, deemed by the physician as a better fit for the patient, was implanted. There were no patient complications reported.